Event description:
It was reported that the patient expired on (B)(6) 2021 due to lethal arrhythmia. The patient went into ventricular tachycardia (vt) / ventricular fibrillation (vf). Defibrillator shocks were exhausted. The patient had a history of taking lasix incorrectly and potassium was low at the time of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU (rev. C) is currently available. Cardiac arrhythmia and death are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 21jun2019. No further information was provided. The manufacturer is closing the file on this event.